Event description:
The event is reported as: complaint description: after applying a clip for a vessel harvesting surgery, the clip remained stuck in the applier and when the surgeon tried to pull applier away, the clip tore the vessel. No report of pt's condition. Additional information requested, but complaint originated in (B)(6) and response was very limited. The hospital refused to provide anymore information according to the distributor.

Manufacturer narrative:
DHR review showed no issues related to this complaint.